Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device instructions for use (dfu) warnings state, "do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." The precautions section of the dfu also indicates, "avoid manipulating or withdrawing the zipwire hydrophilic guide wire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guide wire. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the guide wire has been inserted into the vessel." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: 035 angled zip wire was sheared off in a patient. Physician was using a (B)(4) needle to gain access and when that was unsuccessful, she tried to remove the wire and in doing so it sheared off part of it and it was left behind in the patient. Multiple unsuccessful access attempts. It was reported that there is no plan to remove the device fragment from the patient.